Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had low blood glucose levels. No exact blood glucose levels were provided. It was reported that the customer took some glucose tablets and a bar to treat the low blood glucose. The customer declined to troubleshoot. The customer also requested assistance in programming a square bolus. Assistance was provided. No additional info was provided.